Manufacturer narrative:
New information added to the following fields: e1 (add phone number). Corrected fields: d9 and h3. During olympus service visit, the field service engineer replaced the digital serial interface cable and re-fit the bnc connector of the cable. After the adjustments were made, the monitor performed as per specifications. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was reviewed by a field service engineer on site. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that no video signal from the processor due to defective serial digital interface cable. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had no image. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.